Event description:
It was reported the patient experienced pain, weakness in his lower body area, and an inability to walk. The symptoms came about post-op. As a result, the patient was admitted to the hospital. Testing was performed while the patient was in the hospital and no anomalies were found. Two days after being discharged the patient went back to the hospital. At this time, the patient is able to walk with a cane and his scs system is performing as intended.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.